Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit exhibited low rso2 readings, with a baseline of 58 or a 20% decrease from the expected baseline. During cerebral perfusion monitoring under alr and sedation, approximately 30 minutes after clamping the carotid artery, the sensor on the right side displayed an unexplained drop in values, suggesting cerebral hypoperfusion. However, no clinical changes was observed. The issue was resolved by replacing the sensor. There was no patient harm associated with this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the monitoring of cerebral perfusion for a carotid endarterectomy performed under regional anesthesia and sedation, an inexplicable decrease in the value, 58 or -20% from baseline, displayed by the sensor on the right was observed 30 minutes after carotid clamping. This decrease indicated potential cerebral hypoperfusion; however, clinically, no changes were observed in the patient's status. The incident was promptly resolved by changing the sensor, and there was no neurological impact on the patient.